Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter city: (B)(6).

Event description:
It was reported that blade detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon (pcb) catheter was advanced for dilation. The 6mm pcb was dilated 5 or 6 times at 10atm. The stenotic lesion was reported as relatively stiff, and was fully dilated after several attempts at 10 atm. During the procedure, when retracting into the sheath, it was noted that the blade was detached and was confirmed to have dislodged outside the sheath. The pcb was reinserted into the vessel, and attempts were made to reposition the sheath and rotate the balloon multiple times; however, the partially detached blade could not be retracted into the sheath. Subsequently, a sudden sensation of the blade detaching was felt in the hand holding the catheter. The pcb was then smoothly retracted into the sheath and removed. Upon inspection, it was found that one blade was missing. No residual blades were observed within the nearby blood vessels. A CT scan was performed, no shadows or bright spots suggestive of a blade were observed. However, review of fluoroscopic images, although it could not be definitively confirmed as a blade, a structure likely to be a blade was confirmed within the pulmonary artery of the right lower lobe was observed. This blade detachment also occurred at the 6mm size. Since it is practically impossible to approach the pulmonary artery and retrieve the blade, no additional intervention is planned. The procedure was completed using the original device. There were no patient complications as a result of this event.